Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis, but product performance information from the device was received and was analyzed. Analysis of the performance data indicates that oversensing was occurring.